Event description:
Thrombus in the stent. This pt was undergoing a stent and non-cordis coil placement within ruptured wide-checked, vessel diameter proximal 3.6mm distal 3.4mm (phrygian cap shape, narrow dome, pointing medially) right posterior communicating aneurysm. Thrombus was noted within the enterprise stent toward the end of the procedure after coil placement. The stent was in the right carotid artery. The stent extended proximally a lot and distally 5.8mm. Reo-pro was administered with partial clearing of the thrombus and flow through the vessel. The pt was placed on an integralin drip, with a follow-up-angiogram the following day. It was reported that pre-procedure anti-platelet therapy could not be given due to the fact that the pt was admitted with a subarachnoid hemorrhage (sah). The act prior to given heparin was 99, after heparin given 2000 units IV the act was 148. There was no plaque, tortuousity of petrous/cavernous segments was noted, which had to be addressed by using a neuron gc. The neuron gc actually entered the stent proximally without any interaction. Using the neuron gc the next pivotal point between the microcatheter and the artery wall was at/above the ophthalmic artery origin.

Manufacturer narrative:
That's where the clot developed, although according to the 3d image the clot attached more to the inner side of the curve rather than the outer one. The physician reported the difficulty was the entry into the aneurysm. No excessive force was used because he was afraid of a sudden jump and penetration of the aneurysm wall with the microcatheter/wire. He tried to use low force, but cross the stent struts at various locations, therefore, there was a lot of mild forward/backward motion of the microcatheter without any excessive force. However, it was noticed that after a while the friction increased, obviously from some endothelial damage and/or of hydrophilic coating. Therefore, he changed the prowler select lp 45 degree to a new prowler select lp 90 degree microcatheter with a new transend floppy gw. The new set resulted in a very quick and non-traumatic entry into the aneurysm and the coiling continued without difficulty. There was no difficulty during the delivery of the stent. The stent extended 5mm beyond either side of the aneurysm and fully expanded. There was a good wall apposition between all areas of the stent and the vessel. Clot info was noted on the follow-up angiogram post coiling. The clot formation was noted prior to the administration of the 2000 units of heparin IV. Three axium coils were placed at reasonable time, definitely without lot of force. There was some push/pull with the #4 coil that eventually had to be removed. Follow up angiogram the next day showed complete resolution of the blood clot. Pre-procedure the h&h grade upon admission was 1-2. Headache, mild 3rd nerve palsy, patient slightly somnolent but oriented x3 following commands. Post procedure, no change in neuro status. Immediately post procedure, grade 1-2 no change. Currently grade 1, headache and mild double vision. Additional info will be submitted within 30 days upon receipt.